Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ phaseal c 60/injector leaked chemo medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no pictures or physical samples displaying the condition reported were available for examination. We were unable to fully investigate this incident. As a lot number was unavailable for this incident, a device history record review could not be performed and retained samples could not be evaluated. Investigation conclusion: it is no possible to establish the root cause of the defect.